Manufacturer narrative:
(B)(4). The device was not returned with the complaint for review; therefore, its actual condition is unknown, however this is a known occurrence. The device was reported to be a cpt size 2 stem which was verified to be from a lot manufactured in march 2012 and packaged in a polyethylene bag. The device is used for treatment. This issue has been previously investigated and as part of corrective action, a new supplier for the polyethylene bags has been selected and testing completed to ensure thermal reliability and stability of the new bags. Field action z-0845-2016 was initiated on january 11, 2016 to remove remaining affected units from the field. This field action contains the related part and lot number. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
The stem was opened prior to implantation, and it was noticed that the inner polyethylene bag had adhered to the implant. A different component was used to complete the procedure.